Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient¿s mom, on (B)(6) 2025, she brought the patient to the emergency room (ER) because the patient kept on vomiting. The cgm was 82 mg/dl but the fingerstick showed 187 mg/dl. In the emergency room, they provided an unspecified fluid, potassium, and magnesium. There was no other procedure. The patient was discharged home within the day. At the time of the report the patient was fine. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.